Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited high out of range shock impedance. The most recent in-office measurement recorded was greater than 200 ohms. Technical services (ts) recommended an urgent in office evaluation and discussed that the alert will not retrigger until the device is interrogated with a programmer. No adverse patient effects were reported. At this time, this device system remains in service.